Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 27mm perimount valve implanted in the mitral position and a 23mm perimount valve implanted in the aortic position underwent a double valve-in-valve replacement after an implant duration of approx. Two (2) years and two (2) months due to stenosis. A 26mm sapien3 valve and a 23mm sapien3 valve were implanted within the existing mitral and aortic surgical devices, respectively. The procedure ended successfully. The implant date is known only as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. (B)(4).

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
Edwards received notification that this 79-y-o patient with a 27mm perimount valve implanted in the mitral position and a 3300tfz23mm valve implanted in the aortic position underwent a double valve-in-valve replacement after an implant duration of approx. Three (3) years and four (4) months due to fibrocalcific degeneration leading to hypomobility of protesic leaflets, stenosis (gradient (peak / mean mmhg): 27 mmhg / 13 mmhg) and moderate regurgitation. The patient presented with dyspnea before the procedure. A 26mm sapien3 valve and a 23mm sapien3 valve were implanted within the existing mitral and aortic surgical devices, respectively. The procedure ended successfully. The patient was discharged home. The implant date is known only as "2019". Therefore, 31dec2019 is being used to calculate the minimum implant duration. [2022-05686-01 opened to capture the viv in the mitral position] [2022-05686-02 opened to capture the viv in the aortic position]

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.